Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump kept suspending as they were having low blood glucose readings. The customer¿s blood glucose level was 49 mg/dl at the time of the incident. The customer used food to treat the lows. The customer was at 95 mg/dl at the time of the call. The customer was wearing the pump at the time of the incident, but not using auto mode. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The reservoir will not be returned for analysis.